Event description:
The patient stated that, during use of the last 6 insulin cartridges, he observed reoccurring e4 (occlusion) errors when the insulin volume in each cartridge reached 20-30 units. Following the initial occlusion error experienced for each cartridge, the error would recur in "about and hour or so" until the cartridge was replaced with a filled cartridge. During troubleshooting with a company representative, he stated that he also observed the occlusion error when executing a prime of the infusion set when the cartridge was below the 10-30 unit level. The occlusion error occurred during the delivery of a bolus while the infusion set tubing was disconnected from his infusion site. It occurred again during a prime when the tubing was disconnected from the infusion device. A replacement infusion device was shipped to the patient and the product was requested to be returned for evaluation. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue.